Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# unknown, serial# unknown, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient¿s right implant was working fine. The information in this report is related to the patient¿s right implant. See MFR. Report 3004209178-2014-19650 regarding the patient¿s left implant.

Event description:
It was reported that the patient had an infection. The patient battery was dead. She has two implants and states the battery in the left side was not working, but the right side was working. Last year the healthcare provider told her the implant was dead. She was not sure what they will do with it. The patient will be seeing the healthcare provider later on the day of reported event date to determine what they want to do. The patient had an infection in stomach since last year and states a different healthcare provider told her that the infection was from the implant in the left or right side. The patient will discuss with the healthcare provider later on day of reported event date to see if there was still and infection. Additional information was requested but not available at the time of report. If additional information received, supplemental will be sent.